Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturing ref: 2182269-2019-00044. During an ablation procedure in the left atrium, a pericardial effusion occurred. During ablation, the patient became hypotensive and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any abbott devices.